Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that matrix drawer 1 on the main station could not be recovered and was only clicking. A field service engineer found that the solenoid plunger was broken at the u-shaped bend. The fse replaced the plunger and had the customer test the drawer for functionality. The system functioned as intended after the field service engineer completed the repairs.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was failed and required maintenance. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and were able to get medications from another station. There were no adverse events or injuries reported based on this event.